Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump time was incorrect, cause was unknown. Uring troubleshooting with tandem technical support, the customer corrected the time. Customer¿s blood glucose level was 226 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.